Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the search criteria of these queries are mentioned on qpp07-01- 004-her1-g02 wording guidelines for complaint investigation closure revision 6.0 the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 material rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported "rupture" confirmed via MRI. This report is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, b3, d1, d2a, g4

Event description:
Patient reported "rupture" confirmed via MRI. This report is for the right side. The device remains implanted.